Manufacturer narrative:
(B)(4). Pump received with cracked liquid crystal display window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip. Pump passed the displacement. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had cracked battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.